Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead showed high undefined impedance for all vectors that include the lv1 electrode. The lead was reprogrammed to use a different vector and remains in use. No patient complications have been reported as a result of this event.